Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the insulin cartridge was leaking. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.